Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. Additionally, it was reported that a minimum fill message occurred when the user reloaded the cartridge. Reportedly, the cartridge was filled with 300 units; however, the cartridge had been in use for a day or so. It was reported that the cartridge was filled with cold insulin. The user¿s blood glucose level was 217 mg/dl. The user successfully loaded a new cartridge.